Event description:
Ankle prosthesis removed from patient due to infection.

Manufacturer narrative:
Evaluation summary: reviewed IFU and determined was adequate. Verified mfg sterilization of ankle implant components. Ankle implant component list: p/n 200010-902 lot 2261, p/n 200009-901 lot 2261, p/n 200222-903 lot 2261, p/n 200222-903 lot: 2261, p/n 200221-932 lot 10065, p/n 200220-903 lot 10012, p/n 200347-902 lot 10093.